Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was not able to turn on the insulin pump and it had a blank display. The customer reported that she was hospitalized last sunday due to stroke and was off the insulin pump. The customer also reported that current blood glucose level was 400 mg/dl but they had not been using the insulin pump system within 48 hours of high blood glucose levels. The customer was not using the insulin pump because she was hospitalized and had to take it off. The customer declined troubleshooting. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.